Event description:
It was reported that the lid of the housing is broken during inspection at user facility during inspection. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the lid of the housing is broken during inspection at user facility during inspection. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. The technician determined through visual inspection that the housing was cracked near the hinge. It is possible based on the risk document that the damage was caused by excessive sideload. The housing was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.